Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens. No evidence was available to review in the event history log. Functional testing could not replicate the reported issue. The most probable root cause was uncalibrated testing pressure/customer testing inaccuracies; the device passed psi testing three times before preventive maintenance was performed to resolve the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a failed psi test; 27.2 and 28.3. The event occurred during testing. There was no patient involvement and no patient harm.